Manufacturer narrative:
(B)(4). Batch # t5aw28 investigation summary the analysis found that one ntlc75 device was returned with no apparent damage, and with one reload present. The reload was received fully fired. The device was tested for functionality in the three staple height selector positions with a test cartridge reloads and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on the three firings. The event described could not be confirmed as the device performed without any difficulties noted.there may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. In addition, several staples not properly formed were received inside of a plastic jar. However, no conclusion could be reach as to how staples were not formed. During device analysis no malformed staples were noted while performing device testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event: date of event is unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a pancreatoduodenectomy procedure, the staples were unformed during use when the device was used in the gastric region. It was able to cut the tissue, but there was unformed stapling which was inserted in the tissue with the u-form. The surgeon sutured and finished the procedure. Another device was used to complete the case. The patient is getting better and there were no adverse consequences for the patient.